Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that device shows an error message when starting up and restarts again, error e433 appeared on the display involving an olympus electrosurgical generator. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.